Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. Blood/body fluid was present on all conductors. The full lead was returned for analysis.

Event description:
It was reported that the lead could not be implanted due to the patient anatomy. No patient complications have been reported as a result of this event.